Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1011966 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000/ lot: 1011966, test base part number 190-430 / lot:10011966. The lot met the required release specifications. The customer was advised of possible cross contamination and provided with decontamination instructions and portions of the product insert that addresses the products's limit of detection (lod). The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results were received with the ID now covid-19 assay. Per the customer, 80-100 patients are tested daily to bilateral nostrils with a nasal swab from the kit lot number 1011966. Although requested, the specific number of patients, patient information, testing dates and confirmatory testing information could not be provided. However, the event had reportedly "been going on for a few days". It was also reported four of the customer's ID now instruments were confirmed for cross contamination as of (B)(6) 2020 after two (2) failed qc testing confirmed with a blank patient swab showing positive results. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.

Manufacturer narrative:
Additional information: on (B)(6) 2021 the customer confirmed that no further unexpected results were received after cleaning and replacement of the instruments. Correction: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1011966 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1011966 test base part number 190-430 / lot: 1011966. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1011966 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient sample and cross contamination. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.